Event description:
When the micropuncture wire was inserted during dual chamber ICD implantation into the subclavian vessel of the patient, the needle did not pass appropriately through. It went in at a bent angle and a portion of the wire was sheared off. The physician was able to remove the sheared piece from within vessel without harm to the patient.